Manufacturer narrative:
(B)(4). Currently it is unknown whether the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error. And the customer¿s blood glucose was unknown. Troubleshooting steps were provided for critical pump error . The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error and a broken force sensor was detected during seating or regular delivery error alarm due to moisture damage to force sensor. Unable to verify post-reset ram crc alarm or this alarm is generated when a power failure is detected error due to critical pump error. Device received with corroded electronic assemblies, corroded battery tube and corroded motor home switch.